Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 228 mg/dl and also reported a hypoglycemic value of 68 mg/dl while using an ilet system with a dexcom g7 and a cannula infusion set on the abdomen; the user stated they routinely did not announce meals, including a pre-bed meal, after believing they were advised not to announce during initial use. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for troubleshooting hospitalization. Investigation included user communication and education regarding meal announcements. Investigation of this case revealed use-error related to missed meal announcements and bedtime carbohydrate intake without announcement, leading to postprandial hyperglycemia and subsequent overnight or morning hypoglycemia; no device or component malfunction was indicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues related to meal announcement practices.

Manufacturer narrative:
Initial.